Event description:
Additional information received indicates that the device and lead were explanted and replaced. The products will not be returned for analysis.

Event description:
Boston scientific received information that this device oversensed noise resulting in pacing inhibition. There was no asystole as the patient has underlying rhythm of 75 bpm. It was also noted that the device also detected high but not out-of-range pacing impedances. No adverse patient effects were reported. Device remains in service.

Event description:
Additional information received indicates that this device also detected high thresholds.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).